Event description:
It was reported that an increase in the pacing impedance and a loss of capture was observed on the right ventricular (rv) lead. The patient was pacemaker dependent and experienced asystole periods. Rv lead damage was suspected, but was unable to be confirmed. The rv lead was capped and replaced to resolve the event. The patient was stable and will continue to be monitored.